Event description:
The customer reported that she went to swim and the insulin pump was exposed to water. Troubleshooting was performed and the device had a constant tone. The batteries were changed but the alarm continued. No further information was provided.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, in the first device, jamming occurred. Then, the doctor grasped the firing trigger forcibly and the device was broken. In the second device, scissoring occurred. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.